Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via ventricular peritoneal shunt on unknown date with unknown setting. Due to the growth of the tumor, when the radiation therapy started, hydrocephalus became severe and the cerebrospinal fluid stopped flowing on unknown date. It did not flow even if the set pressure was changed to "1", but it did flow if pumped. The protein concentration was 150mg%. Shunt obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.